Event description:
It was reported, the rigid video scope had a bad image that was too dark. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. The light guide-bundle of the video cable section is broken and therefore the light transmission is lost or too low. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had a bad image that was too dark. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.